Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported the patient presented with angina. Angiogram revealed a 90% stenosis in the proximal right coronary artery (rca). The lesion was pre-dilated using a 2.5x12mm balloon and the 3.0x28mm xience xpedition stent was deployed at 16 atmospheres (atm). Fluoroscopy after stenting showed a proximal edge dissection which was treated with another xience xpedition. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.